Manufacturer narrative:
An event regarding seating/locking issues involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was returned for analysis. There were some scratches noted,consistent with attempts of implantation. The device was dimensionally and functionally tested and found compliant. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: there were no manufacturing issues noted during the inspection of the device and the device was found to be dimensionally and functionally compliant. However, the exact cause of the event cannot be determined based on the information provided. Further information such as the details of the shell and the operative report are needed to complete the investigation for determining root cause. No further investigation is possible at this time as insufficient information was received. If additional information becomes available the investigation will be reopened.

Event description:
It was reported that the trident liner failed to sit in tritanium primary cup. Surgeon selected another liner and completed the procedure.

Event description:
It was reported that the trident liner failed to sit in tritanium primary cup. Surgeon selected another liner and completed the procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.